Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a defective sensor printed circuit board assembly. No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer replaced the sensor board assembly to address and correct this reported event. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.